Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was scheduled to undergo pocket evacuation due to hematoma observed post-implant. The site of hematoma was cleaned-out and no significant infection was noted. The device was not replaced. Patient was placed on antibiotics and was stable. Patient will be followed routinely.